Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a mobile meter, compared to a compact plus meter, within 10 minutes: 14.8 mmol/l on mobile meter and 5.1 mmol/l on compact plus meter. No adverse event reported. Return of the suspect device was requested for evaluation .